Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 06/14/2011 with the following findings: the keypad buttons were found to be intermittently responding to presses. The keypad was removed and adhesive was observed under the button contacts. A review of the device history record showed that this pump was operating within specifications at the time of release.

Event description:
The patient reported that the ok button was not responding with every button press but would occasionally stick. The patient reportedly wore the pump in a pocket and did not clean the pump.